Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the device sent an electric shock throughout the patient's body. Now they are experiencing pain and burning throughout their body. The potential cause of the issue was due to having difficulty recharging the ins, including communication issues while recharging. The patient stated the external device will not charge and is broken.

Manufacturer narrative:
Concomitant medical products: product ID tm90p01 lot# serial# unknown implanted: explanted: product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the reason for the call was to report overstimulation and a shocking sensation since increasing the setting this morning. It was reported that the device sent an electric shock throughout the patient's body. Now they are experiencing pain and burning throughout their body. They had the bluetooth (troubleshooting understood this to mean their communicator) against their body and felt a surge of electricity down the crotch and it feels burnt in the area that it hit. The caller stated that the therapy is off but they are still experiencing a burning in the crotch and they cannot sit down. The caller indicated that they have been stuck in their house since this happened and can only sit long enough to eat a meal. The potential cause of the issue was due to having difficulty recharging the ins, including communication issues while recharging. The patient stated the external device will not charge and is broken. Patient said that they accidentally increased the setting too high. Patient said that they increased the setting because yesterday they noticed a return of symptoms and was going to the bathroom "so much." When asked, the only change was that the patient was diagnosed with covid last week and had diarrhea. Patient said that the diarrhea has sto pped. With instruction, patient was able to decrease setting to point where it no longer hurt or zapped and was able to stand up, however at this time they weren't able to increase the setting to help with symptom control due to discomfort. Patient said when they felt overstimulation, zapping and discomfort, the sensation was in their crotch streaming down from the ins. Patient is going to keep their settings at a lower number for now to give their body time to recover from the overstimulation incident. Patient will gradually increase settings on their current program or switch to a different one. Patient was redirected to notify their managing healthcare professional (hcp) of the incident and to schedule an appointment to have their ins checked. The caller indicated that they had a doctor visit and the doctor plugged in the bluetooth (communicator) into the wall and could not get it to work. Troubleshooting reviewed that it will not worked while plugged in and then the caller indicated that the doctor unplugged it. Caller indicated that they think the bluetooth "blew out". The doctor told the caller that the burning sensation in the crotch would go away and it hasn't. The caller was instructed by the doctor to get in touch with the medtronic rep, but when they tried to reach the rep the voicemail box was full. Troubleshooting was unable to be performed as caller was afraid to use the equipment due to prior experience. Troubleshooting notified field staff of situation/request. Additional information was received from the patient. They reported that the cause of the communicator shocking and having problems was determined. They stated that on 2021-06-06 when they were changing the battery, it went to a high number and shocked them. It went to a personal spot and lasted for 5 weeks. When a new device was put in, they found out the charging device was damaged. To resolve the issue, they had a tech meet them, and they replaced the charger. The issue has been resolved. The patient stated it was a painful month until it was fixed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.